Event description:
It was reported that a loaner device would no longer power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The device was then disposed of and the cause of the reported power failure could not be determined.